Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02793 & 0002648920-2017-00269.

Event description:
It was reported that the patient was revised approximately 36 days post-implantation due to infection. During the procedure, the femoral head and acetabular liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4).

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. DHR was reviewed and no discrepancies were found. A complaint history review was conducted for the head. The search identified 216 complaints for the same part. The search identified zero (0) additional complaints for the same lot. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.